Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter contamination. The following information was provided by the initial reporter: particles have been found in drug vial x1 and saline bag x1 . Particles are suspected to be caused by coring when user insert bd protector onto the vial or when inserting infusion adaptor into the saline bottle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023. H6: investigation summary. Two photos were provided to our quality team for investigation. Through visual inspection, particles are observed inside the vial. Additionally, one protector and vial returned to our quality team for investigation. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. A device history review was performed for protector lot 2202131, injector lot 2205001, and infusion adapter lot 2204227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. Retained samples from the reported protector, injector, and adapter lots were used for additional evaluation. Functional testing was also performed, penetrating the protector and adapter with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter contamination. The following information was provided by the initial reporter: particles have been found in drug vial x1 and saline bag x1 . Particles are suspected to be caused by coring when user insert bd protector onto the vial or when inserting infusion adaptor into the saline bottle.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, particles are observed inside the vial. Without the physical sample to evaluate, we cannot identify the composition or origin of the particles. A device history review was performed for protector lot 2202131, injector lot 2205001, and infusion adapter lot 2204227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. Retained samples from the reported protector, injector, and adapter lots were used for additional evaluation. Functional testing was also performed, penetrating the protector and adapter with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter contamination. The following information was provided by the initial reporter: particles have been found in drug vial x1 and saline bag x1 . Particles are suspected to be caused by coring when user insert bd protector onto the vial or when inserting infusion adaptor into the saline bottle.